Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and/or require intervention include, but are not limited to: death. Additional devices implanted and/or related to this event: pxa260300/10347245 and pxa230300/9739076. Patient medications: elavil, norvasc, baby aspirin, zyrtec, digoxin, surfak, sinequan, trilipix, seosol, lasix, neurontin, lidoderm, mobic, lopressor, and nexium.

Event description:
On (B)(6) 2014, the patient was implanted with seven gore® excluder® aaa endoprosthesis to treat a contained ruptured abdominal aortic aneurysm. The patient had a circumferential calcified aorta and a necrotic right renal artery and necrotic right kidney. There was approximately 8mm of healthy aortic neck. It was reported the patient admitted emergently to the hospital with a contained ruptured aneurysm. The physician attempted to exclude the ruptured aneurysm with several gore® excluder® devices. The physician could not get proximal seal so he converted the patient to a surgical conversion. It is unknown which of the three pxa implanted devices was the most proximal. None of the gore® excluder® devices were explanted, the physician sew the existing healthy aorta to the implanted pxa graft. It was reported the patient expired on the evening of the ((B)(6) 2014), due to multi system failure. The etiology of which was not certain based upon initial lab results upon admission to the hospital. The cause of death is attributed to multi system failure; the physician is not contributing the cause of death to the gore device.